Event description:
Ous MDR - after an implantation period of about 31 months, it was reported that the device could not be interrogated nor programmed. No adverse patient side effects have been reported.

Manufacturer narrative:
The device was implanted for 31 months. Upon receipt, the ICD was visually inspected. The visual inspection revealed spots of molten titanium on the ICD housing. This indicates an arc over from a high voltage lead conductor during a shock delivery, representing an external short circuit. The ICD was subjected to an electrical analysis. Thereby the clinical observation was confirmed, the device was not interrogatable. At a next step the ICD was opened and the inner assembly was inspected. During the inspection of the electrical module, the analysis revealed that the output stages of the high voltage circuit had been damaged. This damage indicates a shock delivery into an external short circuit. This is consistent with the arc over marks on the ICD housing. Due to the damage of the electrical module, the device could not be interrogated properly. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be flawless. In summary, the ICD was damaged due to a shock delivery into an external short circuit. The manufacturing records document a flawless device production. There was no indication of a material or manufacturing problem.